Event description:
It was reported that pump displayed cgm error and caller experienced issue with sensor session. There was no reported impact to the customer¿s blood glucose level. Technical support guided caller through full pump reset, after which error did not recur and caller successfully started sensor session, with no additional information received regarding further outcome.